Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the down arrow keypad button has been intermittently unresponsive since yesterday. He noted that the button is softer than expected and does not click when pressed. The pt denied physical damage to the rubber keypad; denied exposing the pump to water and cleaning products; and stated that he wears the pump in a case clipped to his waist.